Event description:
It was reported that there was an infection. The infection was found on (B)(6), when they had pulled out the ¿clips-metal things that are used to put the skin together.¿ the upper portion had gotten infected. It was noted that the ¿infection was finally under control and it was doing better but still there was some ways to go.¿ additional information received reported the patient had received assistance from their doctor or manufacturing representative and their concerns were resolved. The patient had had appointments on (B)(6) 2013. The patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturing representative. The patient had an appointment scheduled for (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).